Event description:
Info received indicates, the arm that attaches to upper portion of the siderail had come loose and detached from the upper portion of the siderail. The arm at the head detached and the foot end arm was still intact. This was noticed by housekeeping and the bed was removed from service.

Manufacturer narrative:
The tech replaced the left head siderail to repair this bed.